Event description:
An endeavor resolute rx drug-eluting coronary stent system, length 18mm, diameter 2.25mm, was used to treat a lesion in a patient. It was reported that the stent could not pass through a previously implanted stent in the left main to reach the target lesion in the 1st marginal circumflex. It was reported that the stent was damaged on removal from the patient. The target lesion was pre-dilated with a 3.5 x 10mm balloon to 12 atms for 24 seconds and 20 atms for 30 seconds. Lesion was then pre-dilated twice with a 2.0 x 12 mm balloon to 13 atms for 20 seconds. A 75 % stenosis remained at the target lesion post pre-dilations. The device was inspected prior to use with no abnormalities noted. The patient was fine post procedure and no clinical sequelae have been reported. The device has not been received for evaluation.

Manufacturer narrative:
(B)(4). Evaluation, results: failure to deliver sent, stent deformation. Related to previously implanted stent in left main. Previously implanted stent. Evaluation, conclusions: attempting to pass stent through previously deployed stent. Previously implanted stent.